Event description:
The customer reported that the knife trigger stuck and the handle could not be released. The surgeon resected tissue around the device in order to remove it. Another device was used to complete the procedure without incident. There was no bleeding, no tissue damage and no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.